Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis. Final analysis found insulation abrasion at 47.7 cm to 48.2 cm and at 49.4 cm to 49.9 cm from the connector pin exposing the coil. The abrasion is consistent with that of exposure to friction with another implantable device.(B)(4).